Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the lips and nasolabial folds with juvéderm® vollure® xc. The patient experienced ¿hardening¿ at the injection sites. 2 days after the injection, the patient was treated with medrol® dose pack and started on claritin® and advil® for 2 weeks. The symptoms have not resolved.